Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a defective component on the ca board. The root cause of the shorted ca board cannot be positively identified.

Event description:
A us distributor reported that a monitor will not power up.